Manufacturer narrative:
Explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). Device evaluation: the intraocular lens was not returned as it remains implanted. Therefore, an investigation was not possible and the reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review related to the complaint. The device manufacturing procedures were performed as required. The units were released according specification in compliance with the product intended use as required. Sterilization was processed and no deviations were found that affects the sterility of the device. A search on complaints revealed no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that scleritis (inflammation of the sclera) was diagnosed on a patient who underwent implant with a model zcb00v intraocular lens. The patient is being treated as an outpatient with steroids. No further information was provided.